Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of upstream occlusion alarms through the history log, but could not reproduce it during eval. The upstream sensor was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt injury.